Event description:
The morcellator would not work correctly. The notch slipped while using the instrument. Attempted to take apart and put it back together several times without success. It worked well after a new blade was used.